Event description:
The instrument did not place properly formed staples over the fundus of the stomach on the second firing, which incorporated staple reinforcement material. The surgeon then decide to convert the procedure to an open surgery to complete the anastomosis, maintain hemostasis and complete the case without further incident. Procedure: laparoscopic bypass surgery.